Event description:
The tube head was placed in park position by tech, the handle to drive unit was engaged and released. The unit started to drive itself for about 5 feet before running into the wall. There was a burning smell from the unit without visible smoke. Emergency stop button was depressed to cut off unit.